Manufacturer narrative:
The reported complaint of the spiros not connecting tightly could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). The device is available for evaluation-it has not been returned. The investigation is pending.

Event description:
The event occurred on an unspecified date involving an unspecified spinning spiros¿. It was reported that it did not connect securely and caused a chemo leak. The patient¿s mother noticed the chemotherapy leak- pediatric patient. Cytotoxic spill happened. There was patient involvement & no harm.